Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug of an unknown concentration at dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by the patient that the pump ran out 4.5 years after implant. The patient reported that he had his left hip replaced in (B)(6); stating it got broke in a road rage accident in (B)(6) 2006 and the healthcare professional (hcp) did not discover it was broken or repair it until (B)(6). The patient walked around on crutches or wheelchair in (B)(6) 2017. (B)(6) 2017 crts 3534283.2 (hcp): no additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.